Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the coil was placed into the aneurysm and detachment was attempted. The coil did not detach and the physician started to withdraw the pusher wire under fluoroscopy; however, the coil spontaneously detached while withdrawing the pusher wire. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device was disposed at the facility.

Event description:
It was reported that the coil was placed into the aneurysm and detachment was attempted. The coil did not detach and the physician started to withdraw the pusher wire under fluoroscopy; however, the coil spontaneously detached while withdrawing the pusher wire. There was no clinical consequence to the patient. No further details were provided.